Manufacturer narrative:
The service engineer evaluated the ventilator and the customer reported condition was not duplicated. The ventilator passed self-testing.

Event description:
It was reported that the ventilator froze and the alarm was not working. The ventilator was not on a patient at the time of the event.